Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and blood glucose (bg) lowered to "low" per continuous glucose monitor readings. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.